Event description:
A malfunction alarm labeled as alarm 22 was reported. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller that the button alarm occurred due to continuous pressure on the wake button. The caller had difficulty resuming insulin, and an attempt to reset the pump was unsuccessful as it would not turn off. Consequently, technical support decided to replace the pump due to the button issue. The caller was advised to let the pump's battery fully deplete and return the pump to tandem using the provided return box and label. Although a replacement pump was not sent, the caller was instructed to use her tvl as the replacement and to ensure her pump settings and cgm are programmed into the new pump.